Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
It was reported that "better feedback with tube placement" would enhance the usability of the nim system. There was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.